Event description:
Customer reported to the manufacturer's technical service that the bed exit detection systems is not functioning properly. He mentioned that the bed is not arming and not triggering an alarm a person exits the bed. There was no patient involvement.